Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited varying impedances with some measurements being out of range. Associated with this clinical observation was evidence of oversensed noise, loss of capture (loc) and pacing inhibition. An x-ray noted that the lead had a 90 degree bend in it thus a lead fracture was suspected but not yet confirmed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.